Manufacturer narrative:
The surgeon used another drill kit readily available with the rep to finish the case and outcome was not affected. The reason for the breaking of the reported peg drill is unknown. The root cause is unable to be determined as the instrument is not returned for investigation. Review of the DHR indicates that all units of lot(s) in question were built to specification. No non-conformances, rejects or reworks relative to the issue were noted. Review of previously logged complaints indicated broken peg drills due to poor exposure of the implant site, application of excessive force or interference with other surgical instruments during the procedure. No other issues or complaints were reported from this lot. The failure mode has been identified and addressed in the risk binder. We will continue to monitor.

Event description:
It was reported that a peg drill from the glenoid instrument kit was broken during a surgery.